Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with unexpected longevity. The device was explanted and replaced. During the replacement procedure the left ventricular and right ventricular leads were revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 694775 lead: (B)(6) 2011. A 407652 lead: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.